Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, multiple peaks of high out of range pacing impedance measurements were observed on the right ventricular channel. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, multiple peaks of high out of range pacing impedance measurements were observed on the right ventricular channel. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, multiple peaks of high out of range pacing impedance measurements were observed on the right ventricular channel. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.